Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a past no delivery alarm on the insulin pump. Customer's blood glucose was 6.1 mmol/l. Customer stated that the reservoir leak seems to be coming from the bottom reservoirs. Customer was advised not to hold the o-rings. Customer stated that the issue occurred with the last 5 or 6 reservoirs out of the box. Customer was advised to avoid pulling the plunger too far down the barrel. Customer stated that they have 15 infusion sets left.